Manufacturer narrative:
(B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
In the article entitled ¿a study of the micromovement of pegged and keeled glenoid components compared using radiostereometric analysis¿ by david nutall,phd; john f. Haines, frcs; and ian I. Trail, frcs, wigan, england; published in the journal of shoulder and elbow surgery, volume 16, number 35, may/june 2007, was reviewed. The purpose of the study was to analyze the relative movement of the glenoid component with respect to the scapula over a 24-month period. The study involved 20 patients who had a total shoulder arthroplasty using the global shoulder arthroplasty system (depuy international, leeds, england), was used in all cases. The selection of keeled or pegged glenoid component was made randomly. 16 patients were part of the follow-up after surgery. The results of the study showed that there was significant increase in rotation about all three axis over time. There was also a significant difference in rotation between the keeled and pegged components about the anterior-posterior and varus-valgus axes. Similarly, the eroded glenoid subgroups moved more significantly than the non-eroded subgroups. The majority of glenoids from both groups initially moved and then plateaued by the 24-month follow-up. Corrective reaming for erosion occurred in 7 out of 20 patients. Both glenoid components were shown to migrate by rsa.